Event description:
It was reported that a customer received a cartridge supply kit with insufficient syringes and corresponding needles, while cartridges were adequate, and a replacement kit was arranged via standard shipping to the address on file. Symptoms included no change in blood glucose. Outcomes included no injury and no medical intervention. Investigation included customer interview, review of lot information, and confirmation of shipping a replacement supply kit. Investigation of this case revealed a packaging quantity discrepancy for ancillary supplies associated with the kit, with no device performance issue and no effect on therapy. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing or packaging error related to supply kitting.

Manufacturer narrative:
Initial.